Manufacturer narrative:
The balloon catheter afapro28 with lot number 58619 was returned and analyzed. Visual inspection showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for 14 applications on the date of the event. The catheter passed the performance test as specification. During inflation and ablation phase the kink was observed on the guide wire lumen inside the balloon segment. The dissection showed the guide wire lumen kink inside the balloon, 0.83 inches from the tip of the catheter. The pressure test did not show any breach at the balloons or the guide wire lumen. The reported guide wire lumen kink was confirmed through testing. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tubing inside the balloon appeared bent indicating a guide wire lumen kink. The balloon catheter was removed from the patient and it was not possible to straighten. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.